Manufacturer narrative:
Submit date: 4/5/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports in one tray, clinicians noticed that the radiopaque string was too long on one sponge. It was dangling off of the sponge. Another sponge was missing the radiopaque string entirely.

Manufacturer narrative:
An investigation of the reported condition was performed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. The lot met all defined acceptance requirements and was released. Inspectors routinely examine a statistical sample both physically and visually. There were 7 samples (unused, unopened) returned for evaluation. After visual examination, sponges were found to be fraying and some sponges were found to have loose element. The reported condition is confirmed. The returned product did not meet quality release specifications. The product analysis did confirm the issue contributed to the reportable event. The potential root causes include: the element was not the correct width. This would not allow enough pressure to be applied to the element to bond it to the gauze it is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. Specifically, operators are required to inspect f or both loose and missing element during production. Due to complaint trend trigger, corrective and preventive action (CAPA) was open and it was rejected due to an occurrence rate of 0.000013%. An existing formal investigation action is not being taken to address this issue. This information will be utilized for trending purposes to determine the need for corrective actions. A quality notice was sent to the plant in order to raise awareness of the issue. If information is provided in the future, a supplemental report will be issued.